Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient underwent with an unknown procedure with mentor smooth round moderate plus profile 475cc saline breast prostheses. Deflation of one of the two breast prostheses was reported. As a result, the patient underwent bilateral removal and replacement with unknown breast prostheses on an unspecified date.

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. Product evaluation observed a crease on the anterior aspect and extending to posterior aspect. A rent was also observed within the crease on the anterior aspect, and measuring approximately 0.25 cm. In addition, an area of shell abrasion was observed on the posterior aspect. No other anomalies were discovered. Deflation complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. A complaint of capsular contracture in the breast was reported. The device was reportedly damaged ¿surgeon cut to remove capsule¿ during explant surgery. The device was disposed of and not returned for examination. With the information provided, product evaluation concluded the reported complaint of capsular contracture in the patient was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture and deflation are known complications associated with these devices and are referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the investigation summary was updated to: upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. Product evaluation observed a crease on the anterior aspect and extending to posterior aspect. A rent was also observed within the crease on the anterior aspect, and measuring approximately 0.25 cm. In addition, an area of shell abrasion was observed on the posterior aspect. No other anomalies were discovered. Deflation complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The device history record (DHR) of lot number 6002069 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. A complaint of capsular contracture in the breast was reported. Product evaluation concluded the reported complaint of capsular contracture in the patient was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture and deflation are known complications associated with these devices and are referenced in our current product insert data sheet. (B)(4).